Event description:
It was reported that the device would not power on and displayed all (attention, charge-pak and wrench) icons. There was no report of patient involvement with incident.

Manufacturer narrative:
(B) (4): physio control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.